Event description:
Troponin I value was originally reported on the centaur as 3.5 ng/ml. All controls within range. Pt sent to cardiac cath lab for catheterization treatment before the test was repeated. According to site, no problems were found. Sample retested on the acs:se analyzer were found to be negative <0.15ng/ml. Other diagnostic tests results were not provided in the report.